Event description:
Report received of an under-delivery of IV fluids. It was reported that a pt was receiving d5 1/2ns at 100ml/hour. A new 1000ml bag was reportedly hung at 7:00pm and at 5:00am on 9/30/2000 there was still approx 450ml left in the bag when it should have been empty. The tubing was changed and the pump reportedly worked with no further problems. There was no reported adverse pt event.